Event description:
It was reported by service report that the inner head-left siderail blank module was broken, and there was fluid intrusion located at the bottom of the panel. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked inner head left siderail panel. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.